Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a magnetic resonance imaging (MRI) and when they returned home, they experienced diaphragmatic stimulation and phrenic nerve stimulation. A chest x-ray confirmed that the left ventricular (lv) lead had dislodged and was in the right atrium. The lv lead was programmed off, and later the lead was explanted and not replaced. No further patient complications have been reported as a result of this event.